Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) device presented with a nonfunctioning pump. A revision surgery was performed, during which the physician confirmed that the pump flipped and was unusable. The pump was explanted and replaced in the scrotum. There were no patient complications.